Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ultra meter displayed an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 7:00pm. It is not known how the patient manages her diabetes. The patient stated that she took extra food/drink and glucose tablets on (B)(6) 2015, in response to the alleged product issue. The patient claimed to have developed the symptoms of "sweaty, jittery, weak and feeling low" on (B)(6) 2015 at 7:00pm. The patient stated that she did not receive treatment; however, she telephoned an advice nurse at e.r. Who advised her to visit an urgent care unit or make an appointment to visit her own doctor. The patient stated that she made an appointment to visit her doctor. The patient denied that her blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the alleged product issue was resolved with a walk-through retest, the test strips had not expired, been open for longer than the discard date or stored improperly, the patient was using the correct testing technique and the subject meter was not being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptom of "sweaty" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.